Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, out of box flow rate & oddball failures /retested high flow failures, which was reproduced and confirmed during evaluation. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.537ml (-4.63%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.975ml (-4.1%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.748ml (-5.252%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 189.963ml (-5.0185%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 237.739ml (-4.9044%). The upstream value pressure plate found out of specification. The unit was reworked. (B)(4).